Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-07682. (B)(4) clinical study. It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient presented due to a 2-day history of chest pain and was hospitalized. Elevated troponin values were noted. Coronary angiography was performed and revealed in-stent restenosis (isr) in mid left anterior descending (lad) artery. It was initially attempted to be treated with placement of a 3.0 x 24 mm promus premier stent, however, the device was unable to cross the lesion. Hence, the physician treated the mid lad with balloon angioplasty and placement of two 2.5 x 16 mm promus premier drug eluting stents resulting in 0% residual stenosis. Two days from admission, the 95% de novo occlusion located in mid right coronary artery (rca) was treated with balloon angioplasty and placement of a 3.5 x 32 mm promus premier stent with 0% residual stenosis. In addition, initial course of medical therapy and percutaneous coronary intervention (pci) was suggested and planned for the lesions located in the distal left circumflex (lcx). Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented for an emergency left heart catheterization and was subsequently diagnosed with acute anterior wall myocardial infarction (mi). Coronary angiography was performed and revealed stent thrombosis of the previously placed 2.5 x 16 mm promus premier drug eluting stents located in mid lad. It was treated with aspiration thrombectomy and balloon angioplasty resulting in good results and good flow.